Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a pd catheter-related infection (further reported as ¿infection¿ and ¿blocked tube¿). The pd catheter was removed. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient was discharged from the hospital on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a1, b5, b6, b7 and h6. B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. The peritonitis was manifested by weakness in the body, abdominal pain and cloudy pd effluent. On an unknown date, the patient was hospitalized for the events and treated with vancomycin injection (1gm, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. On an unknown date, pd therapy was on discontinued and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of the event, patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.